Event description:
The manufacturer was contacted regarding a philips CPAP device. The daughter stated that the mother was hospitalized and had surgery due to being in pain. She reports the device was broken prior to the hospitalization but does not note any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the pain and subsequent surgery reported. The daughter wants to return the machine and equipment. Per the pms clinical expert, the alleged harms are assessed as not related to the device in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.